Event description:
It was reported to philips that the device does not monitor ECG. The device was in clinical use for patient at the time of the event, however no patient harm was reported.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
This report is based on information provided by a philips remote service engineer and a philips field service engineer and has been investigated by the philips complaint handling team. Philips received a complaint on the 866199 (efficia dfm100 defibrillator monitor) indicating that the device is not monitoring the ECG. The event was outside of use and there was no reported patient nor user harm. It was reported to philips that the device does not monitor ECG. The device was in clinical use for patient at the time of the event, however no patient harm was reported.